Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up it was noted that this implantable cardioverter defibrillator (ICD) had gradually increase shock impedance measurements in the right ventricular (rv) lead since november 2018. During this last visit, out of range (oor) shock impedance measurements were observed along with high pacing thresholds and loss of capture. In addition, patient reported a fall in (B)(6) 2020. Boston scientific technical services (ts) analyzed the data and gave recommendations. Physician then decided to explant this ICD and surgically abandonen the rv lead. A new system was successfully implanted. No additional adverse patient effects were reported. The ICD is not available for return.